Manufacturer narrative:
The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been having elevated blood glucose levels on the 3rd day, since starting on the pump. The customer reported a bg level of 300mg/dl. Elevated bg levels were treated by changing out all supplies, and the issue resolved. Recommendation was made that the customer change out supplies in 2 days, because they are using humalog.